Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.stent: 3.0 x 18 promus; guide wire: asahi fielder, bmw universal.although the graftmaster was not returned for analysis and may have aided the investigation, there was no note of any damage observed to the sds or stent implant prior to the procedure, which may suggest that a product deficiency did not contribute to the reported complaint. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the sds or the stent implant, interactions with other devices, or accessory device support. In this case, the lesion was reported as heavily calcified and likely contributed to the reported difficulty. Overall, the failure to advance is not generally associated with a product quality deficiency and was likely related to circumstances of the procedure. To ensure this type of occurrence is not a result of a potential manufacturing deficiency, all stent delivery systems are 100% visually inspected for catheter damage, stent damage and proper stent placement. A sampling of units is also destructively tested to verify proper guiding catheter and guide wire movement.a review of the finished product device history record did not reveal any nonconforming material records associated with this lot. In this instance, based on the information received with this complaint, the reported failure to advance appears to be related to operational context of the device and not a product quality deficiency.the 3.0 x 18 promus and asahi fielder guide wire are being filed under separate medwatch reports.

Event description:
It was reported that a promus stent was directly implanted in the very heavily calcified, 99-100% stenosed left anterior descending(lad) artery. During post-dilatation, using a non-abbott balloon, vessel perforation occurred. An asahi fielder guide wire was inserted. A graftmaster was unable to cross the lesion over the fielder wire using a balance middleweight (bmw) universal guide wire as a buddy wire. The graftmaster was removed. During graftmaster removal the fielder entangled with the bmw. During removal of the fielder, part of the fielder sheared off and remained in the mid to distal lad. The bmw was removed without difficulty. The perforation was successfully sealed with implantation of 2 bare metal stents, a vision and a non-abbott stent, which also embedded the separated portion of the fielder guide wire. The patient was admitted overnight and did well and there was no adverse patient sequela. Though requested no additional information was provided.